Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the results of the legal manufacturer's final investigation. Updated fields: d9, h3 & h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: kink in the insertion portion of the device. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer's allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the needle broke off in a patient during a diagnostic endobronchial ultrasound (ebus) procedure. The needle break caused about a fifteen minute delay while the patient was under general anesthesia. There were no reports of patient harm. The customer is holding the needle for return.